Event description:
On 04/27/1998, the facility's or materials manager informed the MFR's sales rep of the following: the devices were shipped with 12 french introducers rather than 7fr as specified on the product label. No further details were provided at this time.